Manufacturer narrative:
Information was forwarded from the owner establishment,(B)(4), which markets the devices in (B)(4). The manufacturer did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that a ncb plate broke 10 weeks after surgery and that pt was revised. It is also reported that this event happened during rehab, load was allowed 8 weeks after initial surgery, and that pt had a fall.